Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device could not be used after oscillating twice. And the jaws also, did not return. The issue was found, during a therapeutic laparoscopic total hysterectomy procedure. That was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device could not be used after oscillating twice and the jaws also did not return. The issue was found during a therapeutic laparoscopic total hysterectomy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of the jaw lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.